Event description:
It was reported that after flushing the PICC, the pt experienced sudden onset of shortness of breath, chest tightness, nausea and reported a burning sensation in the abdomen. Symptoms resolved within a couple of minutes.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of reug0988 showed no other similar product complaint(s) from this lot number.